Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed however, a leakage inside the instrumentation channel was confirmed which was due to a pinhole on channel tube causing water tightness to be lost. Additional issues were identified during the device evaluation: due to wear of the lever, the up/down knob cannot be locked securely; the air/water cylinder had discoloration; the suction cylinder had discoloration; the scope connection cover was deformed; the scope body had discoloration; the connector has no water tightness; there is a pinhole in the channel tube and the water tightness was lost; distal sheath adhesive was peeling; the insulation resistance value at the distal end does not meet the standard value; there was peeling of the acoustic lens, which displayed the ultrasound image as defective; the adhesive on the distal sheath was chipped; the connecting tube was deformed; due to wear on the angle wire, the play of the up/down and right/left knobs was out of the standard range; and there was an air outlet on the control part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope was experiencing air or water leakage from the body control unit. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that there was a gap at the adhesive between the acoustic lens and ultrasound probe. This report is to capture the reportable malfunction of the adhesive gap between the lens and ultrasound probe noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "important information ¿ please read before use warnings and cautions caution ·do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. ·do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result." Olympus will continue to monitor the field performance of this device.